Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The available iegm conformed the presence of artefacts in the ff and rv channel, which led to the detection of vf episodes. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 66 months oversensing was reported. The lead was capped and replaced by another vd lead. No adverse patient side effects have been reported.